Event description:
It was reported via repair work order that the brake force is reduced due to a missing snap ring washer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.